Event description:
On (B)(6) 2011 patient reported the infusion device is delivering too much insulin. Patient stated he performed a multiwave bolus at approximately 7:00 pm after having pizza for dinner and when he checked his blood glucose before going to bed a little before 10:00 pm, his blood glucose was at 84 mg/dl. Patient reported he woke up a little before midnight very sweaty and his blood glucose was at 20 mg/dl. Patient stated he treated himself with orange juice and tested about 20 minutes later and his blood glucose was back up to 54 mg/dl. Patient reported he was feeling okay now. Patient's normal blood glucose range is 70-160 mg/dl. Had patient check the bolus history. Patient reported the bolus history shows the correct amount of insulin for the multiwave and correct duration. Patient stated he doesn't feel the multiwave distributed the insulin correctly. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.